Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed per company standard operating procedure since the device manufacture date is greater than one year from the event date. A getinge service territory manager (stm) evaluated the iabp and replaced the safety disk at the 6,000,000 cycle interval, the compressor at 5,000 system hours, the tidal disk at 12,000,000 cycle interval and the vacuum and pressure filter at 5,000 hours cycle. The iabp was calibrated and passed all functional and safety tests per factory specifications after which it was returned to the customer and cleared for clinical use.

Event description:
It was reported that the cardiosave intra-aortic balloon pump (iabp) needs a safety disk replacement. The circumstance of this event is unknown; however, no patient was involved and no adverse event was reported.